Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a meal to prompt a correction for high glucose while using the ilet system; a representative advised against this practice, explaining that the pump provides its own correction doses, and the user acknowledged the guidance. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect method, and the relevant component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Troubleshooting and education were completed.